Manufacturer narrative:
The device involved in the reported event will not be returned for evaluation as it was implanted in the patient; therefore, the event cause could not be determined. Correspondence has been sent out to the customer. Once the additional information has been received and the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that post the uneventful medtronic flow diverter embolization procedure, the patient developed numbness of the left upper limb. The symptoms lasted more than 24 hours. Diagnostic test: irm- result: no ichemic lesion. This event has been reported to probably be related to the procedure and the flow diverter device. The symptoms still have not resolved and have been reported to be mild in severity.